Event description:
Reportedly, the ventilator gave an loud audible alarm during pt use. After, the ventilator shut down with blank screen. The alarm could not be silenced more than five hours. The pt was ambu bagged and switched to another ventilator. No permanent injury was reported to this case.

Manufacturer narrative:
Although requested, no additional pt info was provided.